Event description:
A report has been received where this powered wheelchair was erratically moving. The chair speeds up then stops abruptly. No injury was reported, however, information suggests the end user had fallen out of the device. Any further information will be provided in a supplemental report.